Manufacturer narrative:
A supplemental report is being submitted for corrections to: h6: device codes (fdd/annex a) from a1203 to a26 additional codes: img (annex g) from g02004 to g04105 additional products: from: blank to: d1: heartware ventricular assist system ¿ unk carrying case d4: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04021 h6: FDA device code(s): a0401 h6: FDA results code(s): c21 h6: FDA conclusion code(s): medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad), the associated outflow graft , and the carrying case were not returned for evaluation. No performance allegations were made against the outflow graft. There was insufficient information regarding the reported patient pack "pulling" event. Review of log files was not performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Based on the available information, a possible root cause of the "loud alarm" event can be attributed, but not limited, to the disconnection of both power sources from the controller or the disconnection of the driveline from the controller. FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient stated: "when they stand up, the unknown bag was pulling on the inside. Also once a month at the doctor office, a picture of the device was taken and the patient's skin is always perfect and blood pressure (bp) was good. One time the healthcare professional unplugged the patient device from both ends and triggered a very loud alarm". The vad remains in use and the unknown bag will be replaced. No patient complications have been reported as a result of this event.